Event description:
The customer reported that the system failed to display an image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connections at the x-ray tube were evaluated, resealed and reconnected. The system was tested and found to be working as intended and returned to service.